Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve in an unknown liquid. The progav was set to pressure range 10 cmh2o at the time of delivery. Summary: in the visual inspection of the valve, we could not detect any apparent damage. It was possible to adjust the valve up and down again in steps of 5 cmh2o. To prove if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. Further we carried out a permeability test. The investigation has resulted that the valve is permeable. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage or in very rare cases, noise development we decided to dismantle the valve. Inside the valve we could find apparent deposits or substances of protein which might could be the reason for the assumed blockage. Based on our test results the clogging can not be confirmed. Perhaps the deposits inside the valve could have influenced the function in the past. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav could not be readjusted postoperatively. The patient was originally implanted on (B)(6) 2016. The initial pressure value was 8 cmh2o. The valve was explanted on (B)(6) 2017 and returned to the manufacturer for evaluation. During the revision surgery, the surgeon noted drainage from the valve, but not from the reservoir; blockage was suspected. Height: 170 cm.